Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a stent was deployed, a 3.00mmx12mm nc emerge&#59394;balloon catheter was advanced for post dilation. However, on the 1st inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed using another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter plus a tuohy. The balloon was loosely folded with blood in the balloon and lumen. There were numerous kinks in the hypotube. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a longitudinal burst, midway in the balloon material, 7mm long. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. After a stent was deployed, a 3.00mmx12mm nc emerge&#59394;balloon catheter was advanced for post dilation. However, on the 1st inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed using another nc emerge balloon catheter. No patient complications were reported and the patient's status was good.